Event description:
Healthcare professional reported left side capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side "severe pain + burning + swelling", "capsular contracture (baker grade unknown) and peri-implant collections/seromas", "simple cysts" and "folds of the involucre and sparse parenchymal fibroglandular tissue". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma.